Event description:
Complainant alleged that during training the autopulse® platform displayed a user advisory (ua) 34 (encoder failure) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the motor cover was damaged. The physical damage found during visual inspection is not related to the reported complaint. The damage appears to have been normal wear and tear (autopulse manufactured in 12/2006). A review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that multiple ua34 faults occurred on the reported event date of (B)(6) 2014. In addition, ua18 (max take-up revolutions exceeded) and ua12 (lifeband® not present) faults were also observed on the reported event date. However, these user advisories are not related to the reported complaint. Functional testing was performed and the reported complaint was confirmed. The cable connectors and the associated connector on the platform were cleaned and the fault disappeared. During functional testing, ua27 (encoder fault) and ua34 faults were observed. It was found that the integrated encoder gearbox was defective. Based on the investigation, the parts identified for replacement were the integrated encoder gearbox and the motor cover. In summary, the reported complaint that the platform displayed a user advisory (ua) 34 (encoder failure) fault was confirmed based on the archive review and during functional testing. In addition, the ua27 fault observed during functional test is also related to the reported complaint. The fault was found to be due to the defective integrated encoder gearbox. The ua18 and ua12 faults observed in the archive data are unrelated to the reported complaint. The root cause for these user advisories could not be determined. However, per the autopulse maintenance guide (p/n 11653-001) ua18 is an indication that the autopulse has detected that there is no patient on the platform. Ua12 is an indication that the autopulse has detected that the lifeband is not properly installed. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was ran for 30 minutes using a large resuscitation test fixture and the platform passed all testing criteria.